Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl and ketone level was high. A bolus was attempted to be delivered to address bg; however, customer could not confirm their "sequencing" during the bolus. Customer went to a clinic and was transported via ambulance to the hospital. Ketone level was considered as being dangerous. Intravenous fluids and manual injections were administered. At the time of the report, customer had not yet been discharged. There was no permanent injury. Customer alleged pump was not working and that additional pump training was needed. Pump system check with tandem technical support (cts) found the pump to be functioning properly. Reportedly, customer used cold insulin while loading the cartridge. Cts reminded customer to use room temperature insulin as per labeling. Although multiple attempts were made by cts to obtain customer's discharge date, customer did not reply. Upon follow up, tandem territory manager had met with the customer and healthcare provider. Pump data showed customer had great improvement with diabetes management. Customer was very satisfied with the pump and no additional follow up was required.